Event description:
It was reported that the customer had issues with the quick serter not releasing. Customer's blood glucose level was 400 mg/dl. Customer treated with a manual injection. Customer has had stuck to the sides before but the serter does not fire properly. Customer stated that the tape is sticking tot he side of the serter. Serter did not release set properly. Customer reported that sometimes one side will release but not the other. Customer was advised to return the serter if available. No further assistance needed.

Manufacturer narrative:
(B)(4) analysis; inspected 1 opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per specification due to trigger buttons not releasing properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis ahs been completed. No conclusion cab be drawn at this time.